Event description:
It was reported that the user experienced leaking at the connector, and after restarting and attempting reconnection with the same supplies, the leaking did not persist and insulin delivery was successfully resumed. Symptoms included no change in blood glucose. Outcomes included no injury and no medical intervention or hospitalization. Investigation included user troubleshooting and education with device restart and reconnection. Investigation of this case revealed that the device functioned as expected after restart, consistent with transient connector leakage that resolved with reconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but likely user-resolved connection integrity.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.